Event description:
It was reported the patient received the following results within 15 minutes: 110 mg/dl and 435 mg/dl. The test results were obtained with two different strip vials from the same lot/box..

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.